Manufacturer narrative:
Follow up with customer on (B)(6) 2016 indicated that the customer was able to load a new cartridge successfully. Additionally, the contact reported that the pump is functioning as intended. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. The customer has been using manual injections for diabetes management.